Manufacturer narrative:
The customer¿s report of bulge in silicone segment was confirmed per photo received by the customer. Photo provided shows a bulge/balloon in the silicone segment tubing p/n 12088541 near the upper portion of the upper fitment. The root cause not be determined-no product returned per customer.

Event description:
It was reported that during a cardiac cath procedure, the user stated that fluids were programmed at 75 ml/hr. Along with ivp medication administrated for moderate sedation. During the procedure the device alarmed for unspecified alarms, the user changed out the device however continued to alarm. Upon closer observation it was noted that there was a bulge in the silicone segment. The customer stated that there was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the device alarmed during an unspecified infusion, the user replaced the device. The device alarmed a 2nd time is when the user noticed that there was a bulge in the silicone segment.